Event description:
The customer reported that the ventilator touch screen was not working. Observed liquid patches. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the front panel fixed the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.